Manufacturer narrative:
Conclusions: device investigation revealed damage to the reference electrode caused by excessive mechanical stress, most likely due to the reported trauma. No other damages were found during investigation. The finding goes in line with the recipient report. This is a final report.

Event description:
The recipient reported that she was hit by her child over the head on the implanted side in (B)(6) 2020. There was also swelling at the site. Since that time, speech understanding with the device became increasingly poor. Recipient has been reimplanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she was hit by her child over the head on the implanted side in (B)(6) 2020. There was also swelling at the site. Since that time, speech understanding with the device became increasingly poor. It was decided to re-implant the user with a new device.